Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on december 22, 2021.

Manufacturer narrative:
This report is submitted on september 2, 2021.

Event description:
Per the clinic, the patient experienced intermittencies and a subsequent loss of connection to the internal device. Troubleshooting could not resolve the issue. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.